Manufacturer narrative:
It was observed a "product pkg says 37 fr, tube says 39fr". No other defects were observed. Per DHR (device history record) the product et tube, sher-I-bronch, ls, 37 fr, lot# 01k1200686 was manufactured on 11/08/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the catalog number on the package is different then that on the tube. The catalog number on the package shows 37fr, and the tube shows 39fr. The alleged issue was detected prior to use on a pt.